Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 338mg/dl, with unspecified ketones, nausea, and abdominal pain, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and received insulin via injection by a non-healthcare provider. During troubleshooting with customer technical support, it was revealed in infusion set was intact. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: the black box starts on (B)(4) 2018. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigation did not confirm nor duplicate the alleged inaccurate delivery issue.